Event description:
It was reported that during a laparoscopic band procedure, the titanium ligaclips were scissoring/crossing. Another device was used to complete the case. There was no pt consequences.